Manufacturer narrative:
Explanation: there was no death associated with the inappropriate defibrillation event. Device evaluation summary: belt sn (B)(4) was returned to zoll manufacturing corporation for evaluation. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, u727 and u728 components were shorted on the distribution node (dn) pca board. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short in the therapy electrodes induced a short on the distribution node pca. There is no indication that the short caused or contributed to the inappropriate defibrillation event. The cause of the false detection was related to multiple counting. Monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing of the monitor, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The response button cover was confirmed to be missing, but this did not affect the response button functionality. H.4 device manufacture date: monitor: 01/07/2013, belt: 07/17/2013. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient reportedly has physical difficulty pressing the response buttons. It was also reported that one of the response button covers were missing and that the response buttons did not work. Device evaluation confirmed that the response button cover was missing but that the response buttons were still functional. Multiple counting contributed to the false detection. Review of the download data indicates that the repsonse buttons were not pressed during the event. The patient visited the hospital and continued use of the lifevest.